Manufacturer narrative:
The harmonic ace instrument has not been returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the jaw of the harmonic ace instrument broke and fell into the patient. During the procedure, while performing the task of dissecting, a device fragment detached and fell inside the patient. The fragment was successfully retrieved using a bowel grasper, and it was confirmed through visualization that only one single piece broke off. As a result, no post-operative tests, such as x-rays or ultrasounds, were necessary to check for remaining fragments. The procedure was completed robotically without interruption. A new xi harmonic ace instrument was used as a backup instrument to finish the procedure. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.665" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.